Manufacturer narrative:
Device passed displacement test. Hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error. Device received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that she was having issues with the beeping sound on her insulin pump. Customer stated that the when she changed the volume it would remain the same and not change. The customer reported that the customer went volume 1 on her pump and then volume 2 and the beeps sound exactly the same. The customer reported that the insulin pump failed the audio test.